Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-abbvie device. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-abbvie device.